Manufacturer narrative:
One photograph was provided by the customer, unable to confirm complaint from the photograph provided. Received one used. List #011-cl3187, 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter. --> one used, infusion set. --> one used. List #unknown, chemolock. --> one used. Chemolock port. No physical damage or other anomalies observed. Sample #3, noticed small white particulate floating in drip chamber. Sample #4, noticed small white particulate floating in drip chamber. Complaint of particulate matter can be confirmed based in the physical samples returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. Probable cause, unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter. It was found during investigation that there was small white particulate floating in drip chamber. Two samples were returned. This captures 1 or 2 samples.